Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced leaking prefilled cartridges for approximately 12 hours, after which the user changed supplies including the cartridge; during the event the user¿s blood glucose rose to a meter/cgm ¿high¿ reading for about 45 minutes and then decreased to 380 mg/dl, later trending down to 325 mg/dl, with no alerts or alarms reported. Symptoms included hyperglycemia. Outcomes included transient elevation of blood glucose affecting daily activities without hospitalization. Investigation included complaint history review, user interview, and device-use troubleshooting and education. Investigation of this case revealed a reported cartridge leak consistent with a fluid leakage of a disposable infusion component. It was concluded that the event was related to a suspected cartridge leak resulting in under delivery leading to hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.